Event description:
St. Jude lead model 71 22, sn (B)(6) for high pacing impedance measurement. No further information found. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).